Event description:
A report was received that stated a medical assistant was sprayed in the eye with medication. The pt was receiving the medication via a gluteal needle. During the injection the needle became detached from the syringe and drug sprayed into the eyes of the medical assistant. The medical assistant performed an eye rinse procedure and reportable has no incident related medical sequela. The physician assistant removed the detached needle. No needlestick took place. There was no pt injury.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.